Manufacturer narrative:
Legal manufacturer: hcs buc - 283 rue de la miniere, france buc yvelines, 78530. Ge healthcare investigation is ongoing; however, assessment is limited by the lack of additional patient and clinical information from the customer.

Event description:
The customer reported a potential radiation overexposure after observing a higher accumulated dose associated with an unusually long fluoroscopy exposure. The ge healthcare vascular system was evaluated and found to be correctly calibrated and accurately reporting dose information, and no system malfunction has been identified. No patient impact has been reported. Ge healthcare's investigation is ongoing.